Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to dirt/damage on the objective lens, the screen turns white with no image. It is likely the event occurred because the device was insufficiently reprocessed by the facility staff. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rhino-laryngo videoscope exhibited dirt on objective lens creating a foggy image. There was no patient involvement.